Manufacturer narrative:
(B)(4). Device evaluated by MFR. Returned product consisted of an innova self-expanding stent delivery system (sds). The outer sheath, middle shaft and the remainder of the device were checked for damage. The outer sheath showed a kink at the nosecone. The pull rack was in the start position. The wheel lock was not returned. The stent was returned outside of the device. Even though the stent was returned outside of the device, the thumbwheel was rotated to check functionality of the system. The system functioned as designed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent inadvertently deployed. A 8x40x130 innova stent was selected for a procedure in the superficial femoral artery (sfa). The stent was removed from the tray. During examination of the device during preparation outside the patient, it was observed that the stent was not fully constrained in the delivery system. About 5mm of the stent strut was sticking out of the shaft. The procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as stable.